Event description:
It was later reported that the catheter access port (cap) was unable to be aspirated. A pump rotor study was normal. A catheter injection with contrast under fluoroscopy showed subcutaneous spread. The catheter was replaced. The old catheter was found to be severed. At the time of this report, the patient was experiencing effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a refill on (B)(6) 2013 and, 6-7 hours later, the patient felt like he was going through withdrawal. For three days, the patient experienced sweatiness, clamminess, and return of spasticity, including constant shaking, mostly in his right leg. The patient did not have a fever. Oral baclofen was ordered and ¿seemed to help a little bit¿. On(B)(6) 2013, the patient was groaning. The next day was ¿really bad¿. The same day, the healthcare provider (hcp) took the medication out of the pump and catheter and refilled it with new drug. The patient was told that it could take 24 hours for him to feel better. The hcp determined that everything with the pump seemed to be working. That night, the patient seemed to be ¿a little better¿. Two days later, the patient seemed to be getting better. On the day of the report, ¿it seemed to be starting all over again, but not as bad¿. The patient¿s hands and feet were clammy, but the patient wasn¿t as ¿whiney¿ as he was before. The spasticity in the patient¿s leg never really went away, but it was not as much. It was ¿mostly when he lies down¿. It was noted by the hcp that, sometimes, a bladder infection can affect it. The device system was used to deliver baclofen 2000mcg/ml at 711.1mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).